Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 16 during the load process. There was no reported impact to the customer's blood glucose level. The customer indicated that a new cartridge would be loaded.